Event description:
New information notes that no programming changes were made. The patient will continue to be monitored.

Event description:
New information notes that on (B)(6)2018 intermittent t-wave oversensing continues to be observed. The device will continue to be monitored. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient had recorded ams episodes seen on a merlin.net transmission that showed some post paced t-wave oversensing. Programming changes were suggested. The changes will be made at the patient's next follow-up.